Event description:
It was reported that a flogard infusion pump experienced the door open alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the door open alarm, confirming the reported condition. The cause of the door open alarm was determined to be damage to the door latch. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.